Event description:
It was reported that pump declared malfunction alarm 16 while cartridge contained less than or equal to 300 units of insulin. There was no adverse impact to the customer's blood glucose level. Customer, under guidance from technical support, reloaded original cartridge onto pump, successfully completed load process, and resumed insulin delivery.